Manufacturer narrative:
(B)(4).

Event description:
According into the initial reporter, during a fenestrated abdominal zfen procedure, upon the final run the sma and celiac were not visualized. The physician believes the initial procedure was cause for an additional procedure; the patient had to have open abdominal surgery. (The patient¿s abdomen was opened to try to stent the sma retrograde.) Patient passed after he was moved from the or table.